Manufacturer narrative:
The user was mistakenly inserted with a 90-day sensor instead of an e3 sensor. This required an additional procedure to remove the 90-day sensor and to insert the e3 sensor. This was due to a procedural error and does not require any additional investigation.

Event description:
On (B)(6) 2023, senseonics was made aware of an incident where a 90-day sensor was inserted in the user's arm instead of an e3 sensor. The 90-day sensor was removed, and the user was re-inserted with the e3 sensor on (B)(6) 2023.